Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter ruptured inside the patient. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). MDR report 8040412-2018-00155 was submitted in error. The product is not sold in the us.